Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. A week later, the patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis. The cause of the peritonitis was unknown, but the patient thought that the peritonitis could have been due to the transfer set not having been changed for a while. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4): catalog number and lot number of the device were unknown, but the patient's potentially associated transfer set was either 5c4483 or 5c4449.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) h12f07040, h13a07073 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.